Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that beginning on an unknown date the 2 leads did not work. The patient had break through pain. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.